Manufacturer narrative:
(B)(4). The reported field event of a patient notifier anomaly could not be confirmed in the laboratory. The device was tested on the bench and no anomalies were found. Based on all available parameter and usage information, device longevity was found to be within the expected limits. The cause of the reported patient notifier anomaly could not be determined. (B)(4).

Event description:
It was reported that the eri vibratory notifier could not be activated. Device was explanted and replaced. Patient was stable before, during and after the procedure.

Manufacturer narrative:
(B)(4).

Event description:
Event suspected to be related to premature battery depletion.